Event description:
Physician noted drop in pressure. Discontinued and pressure stabilized. Started using angiojet again and pressure dropped. Pt had to be intubated. Pt moved to ICU and expired approx one hour later.